Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant sodium results on the alinity c, serial # (B)(6). Service replaced multiple parts while troubleshooting the issue, however the issue was deemed resolved when service cleaned the alnty c-series cuvette¿s, therefore, the alnty c-series cuvette (list number 04s47-01) were considered the issue likely cause. The module function was verified with a control/precision run. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, alnty c-series cuvette (list number 04s47-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alnty c-series cuvette (list number 04s47-01), was identified.

Manufacturer narrative:
Complete information for section a1 patient identifier: sid 72837788 and sid (B)(6)an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results processed on the alinity c processing module for two patients. The results were not reported out. The samples were repeated on another alinity and the results were higher. The following data was provided(all results from (B)(6) 2023): sid (B)(6) initial result = 113 repeat result on another analyzer = 130. Sid (B)(6) initial results = 118,118 repeat result = 128 null.